Event description:
It was reported that during a laparoscopic donor nephrectomy procedure, the reload was loaded in the device - a no-knife stapler. The surgeon closed the stapler on the vessel and when the handle was pulled to fire, it didn't sound or feel typical. The surgeon and nurse in the room said it didn't fire; staples didn't form. The reload was saved. A new reload was opened and loaded in the same stapler and the new reload fired without error. There were no patient consequences. Unknown if the device will be returned.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the tr45w cartridge reload was returned partially fired 1/3 and the lockout was found normal. In addition, the cartridge deck was found damaged where the firing stopped. The damaged found on the cartridge deck is consistent with damaged caused when the device is clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the wedge pushing the driver to continue its run. If resistance is felt, stop and replace the cartridge. Please reference instructions for use for additional instructions. The returned cartridge could not be tested due to its condition. The device record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: is the cartridge available for return? If yes, please provide the name, address, and phone number to send the shipper kit. Yes, it is available for return. Please send return shipment kit to: (B)(4).